Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, and "erratic." Additionally, it was reported that false occlusion alarms occurred, and the pump shut down unexpectedly. Customer's blood glucose level was not provided. The customer declined troubleshooting, or to provide additional information regarding the reported issues.